Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: has product been potentially contaminated or is contaminated with bodily fluids? No. What is the procedure date? (It¿s not possible to obtain further details) quantity of devices involved? (Unknown). Event description stating when each involved device had a suture breakage issue in the procedure. (It¿s not possible to obtain further details). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a cat underwent a sterilisation procedure on an unknown date and suture was used. The suture broke when the veterinary was tying the knot around uterus/tubes. Another like device was used to complete the procedure.